Event description:
It was reported that the lead exhibited greater than 2500 ohms impedance in both unipolar and bipolar. The patient was programmed to vvi due to permanent atrial fibrillation.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.